Event description:
It was reported that after a hyoid suspension procedure in (B)(6) 2012, a patient has been experiencing pain in the jaw intermittently since the surgery and the pain is getting increasingly worse with sharp pain and it is happening more frequently. An x-ray demonstrated one of the bone screws is impinging on a nerve. It is unknown at this time if the screw will be removed.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device remains implanted. Method - no testing methods performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.